Event description:
The customer reported via telephone call that there was a hospitalization due to low blood glucose. The customer had a low reservoir alarm just after the reservoir was filled. The customer reported that he was dry heaving for 12 hours. The customer did not recall the blood glucose reading. The customer was unable to troubleshoot for low blood glucose due to not having the insulin pump available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch #3004209178-2015-56599.